Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to infection. Subsequently, the patient was treated with antibiotics (specific date, duration & type not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.